Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2026, it was reported that the pediatric patient experienced a skin reaction with itching, redness, and an infection in both the sensor pod and patch area, which occurred an unspecified day the sensor had been inserted in unknown location. Prior to a holiday, the patient visited a health centre due to persistent skin reactions at both pod and sensor adhesive sites, characterized by redness, itchiness, and skin irritation. These reactions were subsequently followed by the development of a skin infection. The health care professional (hcp) diagnosed an adhesive-related reaction with an associated skin infection and prescribed the oral antibiotic floxin 200g, taken four times daily for 7 days. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s infection had been resolved. Although allergy to the adhesive reaction was reported, there was no confirmed medical testing performed. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).